Event description:
In december, 2006, the lay user/patient contacted lifescan (united kingdom) alleging a broken needle with a one touch ultrasoft lancet. The patient tested on december 11, 2006 morning and stated that the test was "very painful" because the lancet caused his finger to bleed profusely. He stated that the lancet was a new lancet out of the box and that he washed his hands prior to testing. About 1.5 hours after testing, he noticed that his finger was very swollen. The next morning, he woke up and saw that his finger has not improved and was looking very red and swollen. The patient contacted lifescan who then advised him to contact his physician. Approximately 1:15 pm the next day, his physician examined the finger under a microscope and did not find any foreign body in the finger; however, the physician informed him that the finger was infected. The patient was prescribed an antibiotic (flucloxacillin: 250 mg 4 times a day for several days). The patient examined the reported lancet under a microscope and stated that it appeared to be a "scraping" down on one side and the other lancets do not appear to have this issue. This complaint is being reported because the patient alleges he developed an infection after using the one touch ultrasoft lancet. The patient sought medical attention and was prescribed antibiotics. The lancets were replaced.